Manufacturer narrative:
Product is not available for return or evaluation. Therefore, this report is based solely on the information provided by the customer and historical data. The product lot number was not provided, therefore, a review of the device history record could not be performed. Historical review of the complaint database revealed three other complaints where beads were coming out of the mitts. Of the 3 complaints product was either not returned or a root cause could not be determined. There was no serious injury reported in either of the cases. Customer confirmed they are no longer in use with the part 2810 and are in process of trialing the posey double secure mitts. The instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The instruction for use (IFU) on this product indicate to do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. The warning section stated additional or different body or limb restraints maybe needed to reduce the risk of the patient getting access to the line/wound/tube site; to prevent the patient from flailing or bucking up and down and causing self-injury. Without the return of the device, the reported issue could not be confirmed and without the device lot information, the release documentation could not be reviewed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. FDA report# (B)(4) / manufacturer reference file (B)(4).

Event description:
Customer reported via email they had a patient who was found with contents of mitten all over her bed. Mitten was removed and replaced with a new one.